Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump touch screen was shattered. Reportedly, the customer had the pump in their pocket with the cartridge t:lock resting on the screen and the touch screen became shattered. Customer is unable to interact with the pump due to the touch screen no longer lighting up. Customer's blood glucose was 120 mg/dl. Reportedly, customer reverted to manual injections for insulin therapy.